Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.0, 1.7, 2.8, 4.1, 1.3 and 1.6. Also reported nes and error 114 on same lot. Pt is having difficulty obtaining sample and is milking finger. Therapeutic range 1.8-3.2.